Manufacturer narrative:
MFR control no. Di980116. The pump has been returned to arrow. Testing of the returned pump failed to confirm the user's complaint.

Event description:
It was reported that after two days of use, the balloon on the iab ruptured and blood backed up into the pump. There was no detection of the problem until the iab clotted off and then a high pressure alarm registered. The pt was transferred to another pump without any complications.